Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow-up. It was noted on a stored electrogram that the cardiac defibrillator exhibited post sensed t-wave oversensing on the ventricular lead. The patient received inappropriate anti-tachycardia pacing. The device was successfully reprogrammed.

Event description:
New information received on 09/25/2017 states the device was explanted. No further information was available.

Manufacturer narrative:
The reported field event of oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.